Manufacturer narrative:
Information which was previously requested from the customer has been received. The customer confirmed that the specific part of the device which separated was the outer sheath. Additionally, it was confirmed that the separation occurred during the suturing of the access site. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, manufactures instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Moreover, a supplier investigation was completed for the dilator lots. There were not any manufacturing anomalies documented in the molding or extrusion processes that would contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could be traced to the user and unintended use error as the user attempted suturing the device while it was in the patient. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
PMA/510(k) number: pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, at the end of a fistulogram procedure, the tip of the introducer of the micropuncture transitionless stiffened cannula access set broke off inside the patient's anatomy. Pressure was held and the piece did not migrate. They were able to snare it from the original access site with no harm to the patient. It was speculated that when the physician was suturing the site, with the complaint introducer still in the patient's anatomy, the suturing process may have caused damage to the introducer as there was no damage to the packaging and no damage noted to the introducer set before using it. The patient did not have calcified anatomy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. According to the complainant, the complaint device will not be returned to the manufacturer for investigation.